Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue began 3 days prior to contacting lfs. The patient informed the cca that she manages her diabetes with insulin (self adjusting). The patient denied taking any action regarding her usual diabetes management regimen due to the alleged issue. The patient claimed that on an unspecified date, after the alleged issue started she developed "low, high sugar". The patient denied receiving medical treatment. At the time of troubleshooting, the cca confirmed with the patient that the subject meter reverted to the setup mode after she had replaced the subject meter's battery. The alleged issue was resolved with training. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of "low and high sugar" after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.